Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the implant patient registry, the patient's relative notified that the patient expired approximately three months after a transfemoral tmvr procedure with a 29 mm sapien 3 valve inside a non-edwards surgical valve in the mitral position. A medical record review confirmed the patient passed away due to mitral valve restenosis of their surgical valve, requiring a viv and early failure of the 29 mm s3 valve. The tmvr procedure using a 29 mm s3 valve via transvenous, transseptal approach was successful. However, multiple attempts to place occluder devices through the pvl were unsuccessful, and the decision was made to medically manage the pvl. One month after the mitral viv implant, the s3 valve showed degeneration with increased pvl and gradients up to 13 mmhg, associated with significant pulmonary hypertension (rvsp ~ 70 mmhg), rv dilation, interventricular septal deviation, and impaired lv filling parameters. The patient's stress test indicated lateral wall ischemic changes (nstemi). An echo performed approximately three months post-tmvr showed the mitral bioprosthetic valve was well-seated, with peak/mean gradients of 11 and 6 mmhg, respectively, and severe paravalvular mitral regurgitation. The following week, the patient had elevated prosthetic gradients with peak/mean gradients of 22 and 9 mmhg, respectively, and mva (cont. Equ.) Of 2.08 cm', along with moderate paravalvular mitral regurgitation. The patient passed away five days later.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for 'post-implantation - increased gradients' was confirmed based on provided medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest (a large native mitral valve annulus, a previously placed surgical valve in the mitral position and the 29mm s3 valve placed within the surgical valve (viv) may have contributed to the event for the pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.